Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of stent in a totally wrong area, excruciating pain, eye is full of scar tissue, stent had to be removed, and mild glaucoma; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that surgeon placed a stent in a totally wrong area of patient eye over two years ago. Patient doctored every 3 months and they did not know why patient had excruciating pain except for a or tect that hurt them. Patient went to a specialist on own because they could not tolerate the pain and where was doctoring had them on a steroid eyedrops for two years. The specialist found the problem on the first visit to him. Patient have mild glaucoma and was never put on glaucoma eyedrops first. Well, the surgeon placed it in a wrong area with the tail sticking out. He also knew that patient totally allergic to nickle. Patent eye was full of scar tissue and they could never have another stent placed in eye. Patient family m.d. Sent them for a nickle blood test and it came back at 2.8 very high. The stent had to be removed from eye. Patient still have one in left eye that was placed properly. Well, they did not have the pinching picking pain anymore but the eye really hurts. Additional information has been received eye had permanent damage with scar tissue and could never get another stent. Patient still had lots of pain in right eye but it was not the picking pinching pain. Now it was like a migraine pain and movement pain. Lots of light flashing in right eye and now this week started with floaters in both eyes.

Event description:
Additional information was received reporting that the patient suffered permanent injury from a misplaced stent for mild glaucoma implanted in the right eye, with the tail protruding and scratching an incorrect area inside the eye. The stent contained 55 percent nickel, to which the patient was highly allergic. Nickel leakage caused blister-like sores on the patient¿s face and shoulders. The issue remained undiagnosed for nearly two years until the patient contacted the physician. During this time, the patient was improperly treated with steroids by an optometrist for pain. The device was later removed in a complex surgery, but the patient continues to experience daily pain.

Manufacturer narrative:
Additional information was added in b5, d10 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Patient stated they removed the stent in (B)(6) 2024. The nickle count was 2. 8 and normal is 0.2. Still patient have pain and lots of damage because of how wrong it was placed in wrong area of the eye. Patient highly allergic to nickle. Patient had another nickle blood test done and had no nickle in the body. Patient concerned about left eye that had one inserted properly. Patient can never have any kind placed in the right eye for glaucoma and physician never put them on glaucoma eye drops first.

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of stent in a totally wrong area, nickel allergy, excruciating pain, eye is full of scar tissue, stent had to be removed, and mild glaucoma; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site, detailed implantation medical information, and no lot information is available, for the reported technical issue of microstent mispositioned could not be determined. However, it was mentioned that the patient has a nickel allergy. There are detailed warnings in the instructions for use (IFU) that state "the stent device contains nitinol, an alloy of nickel and titanium which is generally considered safe. Persons with history of allergic reactions to these metals may suffer an allergic reaction to this implant. Prior to implantation, patients should be counseled on the materials contained in the device, as well as potential for allergy/hypersensitivity to these materials." Therefore, the exact root cause for the allergic reaction is user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3 and h.11. A sample was not received at the investigation site for evaluation for the report of stent in a totally wrong area, excruciating pain, eye is full of scar tissue, stent had to be removed, light flashing in right eye, started with floaters in both eyes, and mild glaucoma; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Potential contributing factors are that postoperative microstent malposition, chronic pain in the implanted eye, or microstent explantation are established risks associated with use of the microstent system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).